Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ((B)(6)2024). The estimated overall longevity performed with the available data is approximately 47 months (3 years 11 months). The implantation duration coupled with the estimated remaining longevity was ¿ 53 months, which is higher than 75% of the overall expected longevity estimation. Based on hrs guidelines, normal battery depletion occurred. Because the device was not returned for analysis, no further investigations can be performed.

Event description:
Reportedly, the patient was implanted on (B)(6)2018 and as premature battery depletion was recently observed, the device was reprogrammed to unipolar mode and will be replaced as soon as possible. The magnet rate is currently 82 bpm and the battery impedance is 9.54 kohms.